Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 40¿s mg/dl. Customer feel ok to troubleshoot. Customer blood glucose reading at the time of incident was unknown. Current blood glucose reading is unknown. Customer low blood glucose reading was treated with food. Customer states the most recent set change was: (B)(6) 2018. The auto suspend was set on for 14 hours. The insulin pump did over- delivery. Customer was advised to call their healthcare provider. The product was not returned. Customer was not using auto mode features.